Event description:
It was reported that this right atrial (ra) lead was explanted and replaced on (B)(6) 2019 due to high pacing impedances greater than 2000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).